Event description:
It was reported by a literature article that a patient experienced severe tricuspid regurgitation post-implant of a leadless pacemaker. No intervention was performed, and the patient will further be monitored. The patient was stable.